Event description:
Patient reported "recall", "capsular contracture baker grade IV" and "fluid that could be related to bia-alcl". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for left side. The device has been explanted.

Manufacturer narrative:
Clarification to section d: it is unknown if device is saline or silicone gel, it has been defaulted to saline at this time. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. The events of capsular contracture and bia-alcl (suspected) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: capsular contracture baker grade IV, bia-alcl (suspected).